Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 cautery tips separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The device was returned for investigation.

Manufacturer narrative:
Investigation: the hemopro 2 device was returned to the factor for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was dislodged, bent, and coming off of the hot jaw. Based upon the evaluation results, the reported complaint was confirmed for the dislodged heater wire. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).